Event description:
Reportedly, the status light of the home monitor is orange and then off, three green progression lights are on and the pit button is red. Restarting the device led to the same behavior.

Event description:
Reportedly, the status light of the home monitor is orange and then off. Three green progression lights are on and the pit button is red. Restarting the device led to the same behavior.

Manufacturer narrative:
Upon reception, the subject home monitor was tested. And the reported behavior was confirmed. The status light of the device was orange and then turned off, while the pit button turned red with three progression lights on. Analysis of the extracted expertise files revealed, that the observed behavior resulted, from an outdated firmware version. It was observed, that the subject home monitor failed to download the new firmware version. Most probably, due to the corruption of a partition. This is an isolated case.

Event description:
Reportedly, the status light of the home monitor is orange and then off, three green progression lights are on and the pit button is red. Restarting the device led to the same behavior. Preliminary analysis revealed that the issue occurred because the firmware was not up-to-date.

Manufacturer narrative:
Preliminary analysis revealed that the issue occurred because the firmware was not up-to-date.